Manufacturer narrative:
A4 and a5, race, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported that an impella cp pump was unable to advance beyond the aortic arch during attempted delivery. Multiple wires were utilized, however the pump was still unable to overcome the stenosis at the anastomosis of the ascending aorta. The implant was aborted as a result of the noted issue.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue was most likely patient condition since it appears that there is a stenosis at the anastomosis of the ascending aorta which led to cp pump get hung up on the aortic arch.